Manufacturer narrative:
(B)(4). Customer stated that the set will be returned, (B)(6) label provided for product return. Although requested, set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.

Event description:
Assistant risk manager reports set failing, with fluids backing up into the primary bag. She states the nurse hung a bolus (syringe) at 10:42 am to run for 60 minutes. At the end of the bolus, she pulled the syringe plunger to fill it with flush solution and was unable to fill the syringe. The flush bag of normal saline was noted to be filled and bulging with fluid layered in color from clear to yellow. Flush bag had been hanging for up to 3 days and some of the syringe meds given had been yellow. The pt required a lumber puncture, intubation and unspecified sedation, which they feel was caused by the baby not getting vancomycin and other meds that instead went up into the flush bag. The pt was improving and was extubated on (B)(6) 2011. Customer stated that no additional event or pt info is available.